Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead underwent a lead revision procedure. It was reported that after receiving an implantable cardioverter defibrillator (ICD) the patient choose not to wear their sling, which limits movement of arm during pocket recovery. The patient received multiple shocks, it was determined that the lead had dislodged. The patient underwent a successful procedure to reposition the lead. No further complications have been report or adverse patient effects.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.